Event description:
Hives [urticaria]. Unable to eat chicken or eggs (foot intolerance) [food intolerance]. Case description: spontaneous report was received on (B)(6) 2011, from a female pt, initials (B)(6), who experienced hives and food intolerance after starting synvisc-one. The pt's medical history is significant for two previous synvisc-one treatments (dates not provided). In (B)(6) 2011, the pt received one injection of synvisc-one in her left knee. The pt reported that one day after receiving the injection, she began to experience hives. The pt reported that the hives have been on her arms, waist, buttocks, and back of her legs. The pt reported that she began treating her symptoms with children's benadryl (date not provided). On (B)(6) 2011, the hives spread to her lips. On (B)(6) 2011, the pt visited her hcp and was told to take zyrtec and given a prescription for a medrol dose pack. The pt reported that she is also unable to eat chicken or anything with eggs in it since she first developed the hives. The product lot number was not reported. At the time of this report the outcome of the pt was not yet recovered. Additional info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.